Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a tooth extraction (permanent impairment to a body structure) and an align product was being used.

Event description:
The patient reported the symptom of pain on tooth # 15 (upper left 2nd molar). The patient reported visiting the treating doctor, who performed a bridge sectioning and extraction of tooth # 15, to alleviate the reported symptom. The patient reported being prescribed motrin (ibuprofen) to alleviate the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners and is currently asymptomatic. The treating doctor believes a potential root cause could be a periodontal issue on the tooth.